Manufacturer narrative:
Device was received undeployed and the pink slide not visible through the viewing window of the top housing. Inspection of the drive and needle mechanism found no damages or defects that would contribute to the device not deploying. Rotational abnormalities in original data led to first prime ending early; abnormalities also in rerun data. No issues found with commutator cap. Abnormalities caused device to not deploy.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, indicating a needle mechanism failure.